Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator displayed no oxygen (o2) supply. There was no patient connected to the device at the time of the event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11oct2018. Date of manufacturer: 05oct2018. The customer reported that the ventilator has been tested several times using oxygen with no alarms observed. The device was returned to service. No parts were returned for failure investigation, therefore, a root cause could not be established.